Event description:
It was reported that the implantable cardioverter defibrillator (ICD) may have experienced premature battery depletion. The left ventricular (lv) lead output was "extremely high" due to the patient's anatomy. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, implantable tachy lead, (B)(6) 2009. (B)(4).